Event description:
It was reported that upon attempt to interrogate, the pulse generator exhibited rf telemetry anomaly. Another programmer was used but was unsuccessful. No intervention was performed. The device remained implanted. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.